Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that last night she was having big issues with her stimulation. The patient said last night it was shocking her. It felt like someone was poking a sharp object in her anus from the inside. It is uncomfortable. It is in a tapping pattern. The patient said she can feel the normal tapping in the correct area and then she can feel it in other areas at the same time. The patient said it lasts for hours and she could not get comfortable and had to walk hunched over. When she sat, she kept rocking to make the pain go away. The pain did not go away when she shut the device off. The patient said she shut it off and when she first turned it on made her feel a pressure in her chest and it has always done this for a couple of years then goes away in 20-30 seconds but this time, it did not go away. The patient is sore all around the battery under the skin. It is not red, swollen or bruised. Monday, it did do this for a short time mildly for like five minutes. The patient said on monday, she did have to drive her animals to the vet an hour away and an hour back and she has a lumbar support she uses. The patient does have a bulging disc in that area. Today, she has a big bruise on her leg. The patient said in the past when she adjusts stim and if it was uncomfortable, she shuts it off and it went away. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They reported that the shocking is mostly resolved. Now they only had occasional shocks for unknown reasons, which stop when they turn off the device. They planned to see their hcp to check the lead placement if the episodes became more frequent again, or did not resolve when the device was turned off. No further device issue alleged / identified. No further patient symptoms or complications were reported.